Manufacturer narrative:
B5 - corrected to: "the reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -10.5 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown." In the initial MDR. D6a - corrected to: (B)(6) 2018 in the initial MDR. H6-device code 1494: off-label use (under 21yrs of age at date of implant) should be added to the initial MDR. Claim #(B)(4).

Manufacturer narrative:
Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -10.5 into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown.